Event description:
It was reported that the pt developed a significant deep tissue infection after being implanted with rhbmp-2/acs. The infection has required several re-operations. At this time, it is not clear where the source of the infection originated.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.